Event description:
Customer took a test with the tracker and got a 166 mg/dl reading and took insulin (on pump) and within 5 minutes took another test and got a reading of 115 mg/dl. After about another 5 minutes, customer did a test with the freestyle meter and got 86 mg/dl. Customer states the insulin intake should not have brought down the readings that much that quickly.